Event description:
I had a monarch bladder sling and a perigee sling procedure done in 2007. I started having problems feeling like there was something sticking out from my vaginal wall. I was treated with estrogen cream but it didn't work. Upon further complaints, the physician could see that the mesh was working its way out through the vaginal wall. He trimmed the mesh. This was in 2008. Since then I still can feel the mesh and have had discharge from the irritation. I have seen another physician and I now will have to have another surgery to remove the area of erosion and remove the infected mesh. Diagnosis or reason for use #1: cystocele; #2: stress incontinence.